Event description:
It was reported that the user experienced intermittent dexcom g7 connectivity loss to the ilet while in a basement sleeping area, leading to cgm signal loss alerts and the user¿s inquiry about switching to an alternative cgm system. Symptoms included no reported adverse clinical effects. Outcomes included user inconvenience and interruption of automated glucose control due to loss of cgm data transmission. Investigation included technical review and user education on signal optimization and environmental factors affecting bluetooth communication. Investigation of this case revealed suspected environmental interference and range/obstruction issues consistent with basement use causing intermittent signal loss between the dexcom g7 sensor/transmitter and the ilet receiver. It was concluded that the ilet functioned as designed and that the event was attributable to external communication conditions rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.